Event description:
Home pt (hp) contacted baxter's technical service center (tsc) for assistance during apd therapy. Hp reported a leak in the tubing of the pt extension line during drain 1/6. The tech assisted the hp in ending therapy at that time and recommended they resume therapy with a new setup. Additionally, the hp requested that the tsc tech contact their rn for follow up. The rn was contacted and hp was advised to go the hosp for medical intervention. The hp stated they were not going to follow the recommendation of the rn or tech and they would contact their physician. Further follow up with the hp indicated they contacted their physician and was advised that they did not need to resume their treatment, as hp was going to be seen in the clinic the following day. The hp's rn stated that hp was seen at the clinic the next day and received ip ancef 1 gm. No pt injury reported per hp.